Event description:
A male pt underwent abdominal aortic aneurysm repair on (B)(6) 2010. The pt received a zenith flex aaa endovascular graft bifurcated main body and two zenith aaa endovascular graft iliac legs. The final angiogram for the case was exactly what the physician had wanted. On (B)(6), the pt presented to the physician with severe pain in both legs. The physician's diagnosis was that both iliac legs were occluded. An attempt with ballooning techniques to remove the clotting that was built up in the main body and legs was unsuccessful. Another manufacturer's biliary stents (10 mm) were placed in the legs (2 on each leg). They did angiograms in between each step to see how much of the clot was being removed. Clotting was still visible in the angiograms. Act was not increasing so switched over to argatroban. The physician decided to place a zenith aaa main body extension and then extended it with a zenith aaa endovascular ancillary component converter, completing the fem-fem bypass. The physician was pleased with the results. Pt was presented to the implanting physician with severe pain in both legs. Pt had need of an add'l procedure to resolve the occluded iliacs.

Manufacturer narrative:
(B)(4). The zenith device has competed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to occlusions, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria; anatomical conditions; importance of accurate placement. Specific to this case, the IFU states, "vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization." No product was returned for investigation; however, no evidence exists to contradict the substance of this report. The failure mose assigned to this case is occluded. This failure mode was determined based on the provided event description. A definitive root cause cannot be determined or reported at this time. We will continue to monitory for similar complaints.